Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a peeled dso seal, worn uso seal, scratched lcd lens, bent battery door spring, and a corroded battery compartment. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was related to the dso seal. As a result, the dso seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a damage in downstream occlusion seal, and it was peeling off. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.